Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is number 3 of 3 MDR's filed for the same event (reference 1825034-2016-02537 / 02539). Additional event for this patient reported on medwatch number 1825034-2016-02540.

Event description:
During a procedure, the liner would not seat in the acetabular shell. Due to repeated impactions of the liner, screws fixing the shell became loose. The liner, screws, and shell were removed and another liner and shell were used to complete the procedure.

Manufacturer narrative:
(B)(4). Examination of returned device found no evidence of product non-conformance. Visual examination of the liner identified scratches, surface deformed, and the locking barb was torn almost completely off the liner. These are likely causes from contacted with instruments and attempting lock the liner into the shell. Dimensional analysis could not be performed due to the observed damage. A conclusive root cause of the event could not be determined. UDI: (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Medical products - g7 acetabular shell catalog #: 110010244, lot #: r3667079a.